Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was offline and resulted in a black screen. A field service engineer attempted to reboot the station, but the application failed to launch. Subsequently, the engineer accessed the e compartment and reseated the hard drive connection, then restarted the station, yet the issue persisted. The engineer then removed the back panel, disconnected all components from the bus, and powered the station on again, but the screen remained black. Following this, the engineer completely disconnected the power supply, including the backup battery. Upon powering the station back on, it successfully completed the boot process. The engineer then powered on each drawer individually, reaching the second half-height drawer, where testing in hta revealed that it was not fully extending. After addressing this issue, the drawer was able to extend completely, and the engineer restarted it. The remaining drawers were then connected, and the system booted without any further issues. A field service engineer confirmed that there was a delay in dispensing medication to the patients, since the entire station being down and there was a black screen. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was offline and resulted in a black screen. The customer indicated that they attempted to resolve the issue by disconnecting the power cord from the rear of the station and waiting for 2 to 5 minutes. After reconnecting the power plug and turning the device back on, the screen remained black. There were no adverse events or injuries reported based on this event.